Manufacturer narrative:
The reported deployment issues could not be confirmed on the pre-implant films provided; therefore the cause of the event could not be confirmed. Procedural angiogram showing attempts to deploy the device were not received for a thorough analysis of the event. The exact planned implantation site was not clear and analysis of the limited returned films did not reveal any obvious anatomical anomalies that may have led to the reported issues. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and so a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in a patient for the endovascular treatment of an 56mm thoracic aneurysm on (B)(6) 2021. It was reported that during the index procedure, after deployment of the device vnmf3737c174tj (B)(4), an attempt was made to release the tip capture structure by manipulating the tip capture release handle, but the handle did not move and the tip capture could not be deployed. The delivery system was disassembled, and the tip capture was released. The subsequent procedure proceeded successfully. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.